Event description:
Resident was injured while sitting in a maxi lift sling. The staff are uncertain if the hangar bar was lowered on the resident's arm. Personal injuries are broken fingers on left hand and a broken elbow.